Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly has an unknown issue as the reporter did not state the issue during the time of call. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k082590.